Event description:
4 different procedures: gyn diagnostic laparoscopy, possible mini laparotomy, right salpingostomy and possile right salpingecetomy. During procedure, jaw and 1/2 of grasper fell off into the pt. Not aware of any complications, pieces were retrieved and will be returned. The pt did not suffer any adverse effects as a result of this incident. Surgery was prolonged 20 minutes.